Event description:
Consumer alleges he went to stop by the mail box to get the mail and the scooter wouldn't stop or slow down. Consumer tried to turn key to the off position and to remove the key. He was able to remove the key but the scooter kept going.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Consumer alleges he went to stop by the mail box to get the mail and the scooter wouldn't stop or slow down. Consumer tried to turn key to the off position and to remove the key. He was able to remove the key but the scooter kept going.